Event description:
Customer reported that she had low blood glucose of 72 mg/dl. Customer stated that her insulin pump delivered too much insulin that she did not programmed. Customer also stated that her blood glucose has been up and down for few weeks, but her blood glucose has been low for over a week. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.